Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause could be attributed to a module timeout issue inside the integrated electrosurgical generator unit throwing error m-02.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The vio integrated electrosurgical generator unit (iesu) was replaced after the customer reported an m-02 error. The original unit was swapped with a new iesu and all post-replacement test drive checks operated successfully. The following day, the replacement iesu displayed the same m-02 error after multiple successful startups and verifications prior to the case. A second visit was made, and the iesu was replaced again with a new unit. System is now operating as expected with no further issues reported. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. System logs also revealed errors 3-71, 1-71, 1-87, 4-07, 1-07, c-83, c-82. The unit was tested on a golden system, and error 4-71, m-02-4/m-02 occurred at startup. M-02 and c-00 errors were found in logs. As a result of these findings, the root cause of the reported event could not be determined because the unit is an OEM product and cannot be opened on site for further analysis. Iesu will be sent to OEM for further investigation.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called from offsite, reporting that the team had been experiencing m-02, c-00, and c-84 errors on the integrated electrosurgical generator unit (iesu) for over a week, but did not have the system number at the time. After checking, it was confirmed that no iesu errors were recorded on any of the three da vinci systems on that day. No known impact or patient consequence was reported. At this time, it is unknown if the procedure was completed in its original configuration.